Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for elevated blood glucose levels. The patient's blood glucose value was "up in the 400 mg/dl" range. The blood glucose result at the hospital was not provided. The patient was treated in the hospital with "high" amounts of insulin and adjustment of the basal rate. It is unknown how long the patient was in the hospital. After the hospital event, the patient still experienced hyperglycemia and hypoglycemia. The basal rate was adjusted again. The infusion device was requested to be returned for product evaluation.